Manufacturer narrative:
The suspected driveline infection observed during the pump exchange referenced in the medwatch report was reported under medwatch manufacturer report #2916596-2016-02309. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was hospitalized with a lactate dehydrogenase (ldh) level that increased above 1000 u/l on (B)(6) 2016. The patient¿s ldh level had initially decreased to 800 u/l with a continuous heparin infusion. The current ldh level is greater than three times the patient¿s prior ldh reading in (B)(6) 2016 of 267 u/l. The patient has a history of anaplastic anemia which was treated with immunosuppressive therapy in 1999 and has been stable since that time. The patient¿s chronic thrombocytopenia has also been stable, and the patient is not on aspirin therapy. Review of the lvad parameters indicated that the pump parameters have remained stable. The patient is hemodynamically stable with a slightly elevated mean blood pressure around 90 to 95mmhg. The patient is afebrile and without evidence of active sepsis; however, the patient does have an active infection, a growth of staphylococcus epidermidis from the driveline site. The patient received a pump exchange on (B)(6) 2016 due to continuous thrombosis.

Manufacturer narrative:
The report of pump thrombosis was confirmed. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a red thrombus formation situated adjacent to the bearing ball and in contact with two of the stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a specific duration of time for which it was present in the pump could not be conclusively determined, the thrombus was not adhered to any of the blood-contacting surfaces and showed no evidence of denaturation. In addition, there were no contact marks on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.